Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer miscalculated the carbohydrates for a bolus and blood glucose (bg) lowered to below 70 mg/dl. The customer's parents provided assistance and the customer drank soda to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.